Event description:
Philips received a complaint on the patient information center ix indicating that the speaker is not working. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Results of functional testing indicated there was not a malfunction on the pic ix device. The fse confirmed the problem was only with the speaker rack, it sends the signal to various speakers in the floor. The customer was advised to replace the defective speaker rack.